Manufacturer narrative:
The device was received with the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. The soft cannula measured the correct full length according to specification and did not appear damaged. No damages or deficiencies were found that would result in the soft cannula dislodging. The exact cause of the reported dislodging event could not be determined. No damages or deficiencies were observed with the adhesive pad or the adhesive welds. The cause of the reported failure to adhere could not be determined. Cracks were observed in the top housing of the pod. It could not be determined when or how these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod. Additionally, corrosion was observed on internal components, such as the pcb, mechanism rails, formed needle, and linkage assembly. All three batteries were measured to have sufficient voltage, and the pod successfully paired with the master pdm. No timeouts, drive stalls, or hazard alarms were observed in the download data. During fluid path testing, the formed needle was found to be occluded. All attempts to clear the occlusion from the formed needle were unsuccessful. The soft cannula was tested by inserting a fluid-filled syringe inside the nailhead-end of the soft cannula. Fluid flowed freely through the soft cannula, and no leaks were observed. An internal leak was not found; however the complete fluid path could not be tested due to the occlusion in the formed needle. The cause of the corrosion inside the device could not be determined.

Manufacturer narrative:
The device has been returned/received and the investigation is pending, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to above 250 mg/dl while wearing the pod between 1 and 4 hours. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. As treatment a new pod was applied.